Manufacturer narrative:
Two samples were submitted for quality evaluation. Upon visual inspection, foreign matter was identified. The customer complaint of foreign matter was verified. The details of the report were relayed to the supplier of the syringe, and a case has been created. The root cause for the foreign matter on the syringes is unknown. In this case, the device history record for supplied parts is owned by the supplier of the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd pca set had foreign matter in the fluid path. The following information was provided by the initial reporter: it was reported by the customer that 60% of material received to date has failed incoming quality inspections. Additional information received from the customer: could you please provide a further description of the issue? What was quality issue found here? - high particle and fiber burden within the body of the syringe causes the batch to fail leiters health aql inspection. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. - not applicable can you please provide an exact incident identified date in format dd-mmm-yyyy with respect to lot details? This event occurred on 30-sep-2025.